Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusion: the report of leakage from the outflow cannula was confirmed based on a communication from the abbott clinical specialist onsite during device implant; however, the evaluation of the returned sealed outflow graft did not conclusively identify any issues which would have contributed to the reported event. The heartmate 3 sealed outflow graft was returned in a used condition with the graft material measuring approximately 9¿ in relaxed length. The c-ring and the o-ring appeared to have been properly seated in their respective grooves. Examination of the graft material did not reveal any evidence of holes or slices. There was no visible evidence of any issues related to the titanium ring which creates a compression seal between the graft material and the graft attachment. There was also no evidence of any wear or gaps in the blood-contacting threaded material adjacent to the graft attachment. The outflow graft was cleaned and examined under a microscope. No evidence of damage or anomalies related to wear were noted, even while stretching out the graft material. Leakage testing of the cleaned outflow graft did not conclusively reveal an issue which would have contributed to the reported event. A specific cause for the report of leaking could not be conclusively determined through this evaluation. Review of the device history records for the returned hm3 sealed outflow graft, including the inspection of the graft material and the graft-to-hardware interface, found no deviations from manufacturing or quality assurance specifications. The account communicated that no pictures were taken, and the sealed outflow cannula was exchanged. The patient had no adverse effects or consequences. The patient remained ongoing on (B)(6) following device implant with no further issues related to the outflow graft. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). The cannula is expected to return for evaluation. It has not yet been received. Approximate age of device - 1 day. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that during implant, a very small leakage from the outflow canula close to the screw (tears of blood) was seen. The leak appeared to be coming from the woven part (2-3 millimeters after the hardware). No pictures were taken. The graft was connected to the pump when the event was seen and it was before anastomosis to the aorta. The surgeon decided to exchange the cannula. The patient didn't experience any adverse effects. Patient is ongoing.